Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed even when lot information is known. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon performed a revision hip procedure in coxa on (B)(6) 2017. Primary operation (mom) was done 2004 (unknown date) with pinnacle metal liner and metal head. Patient's iron levels increased in the body and revision operation needed to be done and take metal liner and metal head out.